Manufacturer narrative:
(B)(4).

Event description:
It was reported that an instance of undersensing was observed on the atrial channel of the pulse generator during follow-up. No patient symptoms were reported. The device was explanted and replaced for normal battery depletion. The atrial lead was tested at that time and normal sensing values were observed.